Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Technical support guided customer to reset pump, including charging, placing pump in storage mode, waking it up, confirming language, and checking date and time, after which pump appeared to function normally.